Event description:
The operator of an advia centaur instrument observed smoke emitting from the back of the instrument. The power cord was unplugged from the outlet and the laboratory was evacuated. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that the smoke had come from the power supply. The fse then replaced the main power supply and tested the instrument. Quality controls and patient samples were run and all resulted as expected. The cause of smoke being emitted from the advia centaur instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.